Event description:
It was reported that an ilet user experienced post-breakfast hyperglycemia followed by later hypoglycemia while using the system for approximately three weeks, with concern that the device had not learned their insulin needs; the user had been pausing the ilet prior to meal announcements, after which glucose rose and remained elevated, and later insulin delivery contributed to a low. Symptoms included hyperglycemia up to 228 mg/dl and hypoglycemia down to 58 mg/dl. Outcomes included the need for troubleshooting and education, with no alerts or alarms reported and no medical intervention or hospitalization reported. Investigation included customer service assessment and transfer to clinical support for further education on appropriate meal announcement and avoiding pausing prior to meals. Investigation of this case revealed user-controlled pausing before meals as a contributing factor to inadequate insulin delivery before and during the meal, with subsequent insulin stacking contributing to hypoglycemia; the device and its components were not reported to malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with user behavior contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.